Manufacturer narrative:
The device is not available for analysis; therefore, no physical or visual analysis of the product could be performed. The reported device performance allegation cannot be confirmed. Based on the information available, the cause that contributed to the reported event cannot be established; a conclusion code of cause not established was assigned to this investigation.

Event description:
It was reported that the patient implanted with this inflatable penile prosthesis (ipp) started experiencing deflation issues with the device. The patient presented to a clinical evaluation, it was noted that the device deflates approximately 80 percent; the deflation button was hard to squeeze. Patient was told to keep trying to deflate the device and another appointment will be scheduled. The device remains implanted.